Event description:
On two different occasions, the user experienced an event with the e150 ventilator. Both events were similar but more specific details about the second event was reported. Reportedly, during ventilation, the user/caregiver noticed that the pt's chest stopped inflating. The user/caregiver removed the ventilator from the pt and ventilated the pt with a different device. The pt was ambu bagged while switching the ventilator. The user/hospital staff then connected a test lung to the circuit of the ventilator and noticed that the pressure went to 30cmh2o and remained at 30cmh2o instead of returning to the set peep level of 5cmh2o. The user noted that there was a low pressure alarm violation. Please note that there was no permanent injury in this case. Three days later, the distributor (senior svc engineer) visited the hospital to inspect the ventilator in question. When the ventilator was powered on and connected to a test lung, it was noted that the pressure rose from the peep level of 5 to the peak pressure of 20cmh2o and returned back to 5 with each breath without any issues. The ventilator ran for 2 hours with no abnormalities in the behavior. On a subsequent checks of the ventilator, the internal mechanisms were checked to determine if there were any loose connections or teflon tape occlusions present. No loose fittings or teflon occlusions were noted. The exhalation valve was found to be clean and free of sticky substances. Electrical fittings were disconnected and tightened. The pop off valve was found to be in the fully closed position. The distributor believes that there were some loose connections on the ventilator because he had removed all electrical connections and reconnected together. This ventilator is now working satisfactorily and the hospital has used it on many other pts after this incident. There are no further issues reported from the user at this time. No unit is available to return for investigation at this time. The distributor was requested to return the unit to the MFR, newport medical, once it becomes available.